Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer contacted zoll after completing ivtm therapy on a patient and was attempting to remove the quattro catheter (lot # unknown). Before removal, they extracted residual saline from the catheter balloons but did not use the syringe provided with the catheter kit. The customer reported they were unable to remove the catheter due to resistance, although all saline had been removed from the catheter. Since the customer confirmed they had already followed zoll's instructions for use (IFU) and were still experiencing resistance, zoll tech support advised them to do an x-ray to identify the source of the resistance and call back. No further information was provided. The patient's status information was requested, but the customer did not provide a response.